Event description:
It was reported that multiple motor stalls occurred and were confirmed by telemetry. Pump logs showed motor stalls on (B)(6) all with recoveries. The motor stall on (B)(6), also showed a tube set message prior to recovery. The patient had been admitted to the hospital on (B)(6) due to mental status changes. An MRI was performed "a couple of days later". There was concern that the pump may have been causing encephalopathy and it was believed that the patient had suffered a stroke. It was noted that on (B)(6), the dose was decreased from morphine 10mg/day to 1.2mg/day, then later back up to 10mg/day. At the time of the report, the patient was in critical condition and was unable to communicate. The device system was used to deliver morphine 25mg/ml. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709sc lot# n179905006, implanted: 2009 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).